Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Investigation summary the complaint device was received and inspected for the reported failure mode. Visual inspection revealed that the ideal shuttle 45 degrees right was folded and the curvature of the needle was bent. Hence,the complaint can be confirmed. The root cause for the reported failure could be excessive pressure applied on the device during the procedure could result in deformation of the device which in turn causes the device to be bent. However,definitive root cause cannot be determined. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that ideal shuttle 45 degrees right was folded and the curvature of the needle was bent. The procedure was successfully completed with no patient harm but a delay in surgery. There was no delay in the surgical procedure. It was not reported if a spare device was available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.